Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Probable causes due to some kind of stress such as damage or deterioration of parts, degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the broncho videoscope exhibited a coating peeling (1 mm2 or more) on the light guide serpentine tube. There were no reports of patient involvement.